Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four time as documented in the repair reports. The last repair was 22 january 2019 where it was reported that the device's power lever was loose and the motor did not sound right. The head, motor, swivel, reciprocating arm, needle bearing, throttle lever and bearings were all replaced. This is a related issue. On (B)(6) 2019, it was reported that the unit motor was making high pitch sound / air cord has gashes, malfunction occurred during surgery (B)(6) 2019, no harm, delay yes, timing is unknown. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Product review of the air dermatome by zimmer biomet surgical on (B)(6) 2019 revealed that the calibration was out of specification at the 0 setting but within at all other settings. The rpm¿s were within specification, and the hose had a gash in it. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the hose and the vespel and semi-circle bearings were replaced. The reported event of the motor sound could not be duplicated. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 5.3250. Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported the unit motor was making high pitch sound and the air cord has gashes. The malfunction occurred during surgery, no harm was reported, but a delay of unknown timing was reported. No additional consequences were reported.